Event description:
The customer alleged the lid was cracked and leaking water and cidex opa. The customer requested service. The customer confirmed the unit was leaking cidex opa and water. No injuries were involved. The customer stated the staff cracked the lid. An asp field service engineer (fse) went to the facility to assess the unit. The unit was repaired and is back in operation.

Manufacturer narrative:
A vendor evaluated at customer site. The field service engineer (fse) removed, replaced, and tested a new lid assembly. The system met the manufacturer's requirements. The fse performed an empty cycle with no issues.